Event description:
On (B)(6) 2004, the pt was implanted with a monarc sling system. It was reported that the pt "has suffered/will continue to suffer pain, suffering, disability, impairment" as a result of the implantation.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.